Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was working intermittently . The user observed smoke coming out from the sides on the tip of the instrument. The user continued and completed the procedure as planned. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there were no broken or damaged cables, including no damage to any black conductor or energy cable, and stated that the cable was neither loose, frayed, nor broken in half and that there was no insulation damage or exposed wire. The reporter also confirmed that there was no thermal damage at the instrument tip and that no photos or videos of the event were available for review.